Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain'), endometrial ablation ('ablation') and urinary incontinence ('urinary incontinence') in a 29-year-old female patient who had essure (batch no. 12420991, 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, bladder sling procedure, obesity, bladder pain, pelvic pain, anxiety and vulval lesion. Current weight 190 lbs. Previously administered products included for an unreported indication: depo provera from 2002 to may 2010. Concurrent conditions included neck surgery. Concomitant products included alprazolam (xanax) from 2015 to 2016, antibiotics from 2010 to 2018, escitalopram oxalate (lexapro) from 2015 to 2016 and fluconazole (diflucan) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In october 2010, the patient experienced urinary incontinence (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("diarrhea") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In january 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), vaginal infection ("vaginal infections"), urethral cyst ("skene's gland cysts"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss") and pain ("body aches pain"). In april 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced urethritis ("skene's gland infections") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,repeat/multiple surgeries) and bladder sling surgery. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue, urethral cyst, alopecia, pain and pelvic pain had resolved, the endometrial ablation, urinary incontinence, dysmenorrhoea, mood swings, night sweats, vaginal infection, migraine, nausea, amnesia, uterine leiomyoma, diarrhoea and urethritis outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, amnesia, diarrhoea, dysmenorrhoea, endometrial ablation, fatigue, migraine, mood swings, nausea, night sweats, pain, pelvic pain, urethral cyst, urethritis, urinary incontinence, uterine leiomyoma, vaginal infection and weight increased to be related to essure. The reporter commented: 3coils in right and 2 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result of confirmation test- total bilateral occlusion.. Lot number: 12420991 manufacture date:2009/11 expiration date:2012/07 . Lot number: 20214172 manufacture date:2009/09 expiration date:2012/09. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, nausea and urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain'), endometrial ablation ('ablation') and urinary incontinence ('urinary incontinence') in a 29-year-old female patient who had essure (batch no. 12420991, 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, bladder sling procedure, obesity, bladder pain, pelvic pain, anxiety and vulval lesion. Current weight 190 lbs. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2010. Concurrent conditions included neck surgery. Concomitant products included alprazolam (xanax) from 2015 to 2016, antibiotics from 2010 to 2018, escitalopram oxalate (lexapro) from 2015 to 2016 and fluconazole (diflucan) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary incontinence (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("diarrhea") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), vaginal infection ("vaginal infections"), urethral cyst ("skene's gland cysts"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss") and pain ("body aches pain"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced urethritis ("skene's gland infections"), pelvic pain ("pelvic pain"), nephrolithiasis ("kidney stones"), urinary tract infection ("uti") and adhesion ("adhesion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,repeat/multiple surgeries) and bladder sling surgery. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue, urethral cyst, alopecia, pain and pelvic pain had resolved, the endometrial ablation, urinary incontinence, dysmenorrhoea, mood swings, night sweats, vaginal infection, migraine, nausea, amnesia, uterine leiomyoma, diarrhoea, urethritis, nephrolithiasis, urinary tract infection and adhesion outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, adhesion, alopecia, amnesia, diarrhoea, dysmenorrhoea, endometrial ablation, fatigue, migraine, mood swings, nausea, nephrolithiasis, night sweats, pain, pelvic pain, urethral cyst, urethritis, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal infection and weight increased to be related to essure. The reporter commented: 3coils in right and 2 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result of confirmation test- total bilateral occlusion.. Lot number: 12420991, manufacture date:2009/11, expiration date:2012/07. Lot number: 20214172 , manufacture date:2009/09, expiration date:2012/09. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, nausea and urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: fu 10 and 11 were processed together. Social media received: kidney stones, uti, adhesion and reporter information were updated. On 12-may-2020: fu 10 and 11 were processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain'), endometrial ablation ('ablation') and urinary incontinence ('urinary incontinence') in a 29-year-old female patient who had essure (batch no. 12420991, 20214172) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, bladder sling procedure and obesity. Current weight 190 lbs. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2010. Concurrent conditions included neck surgery. Concomitant products included alprazolam (xanax) from 2015 to 2016, antibiotics from 2010 to 2018, escitalopram oxalate (lexapro) from 2015 to 2016 and fluconazole (diflucan) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary incontinence (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("diarrhea") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), vaginal infection ("vaginal infections"), urethral cyst ("skene's gland cysts"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss") and pain ("body aches pain"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced urethritis ("skene's gland infections"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and bladder sling surgery. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue, urethral cyst, alopecia and pain had resolved, the endometrial ablation, urinary incontinence, dysmenorrhoea, mood swings, night sweats, vaginal infection, migraine, nausea, amnesia, uterine leiomyoma, diarrhoea and urethritis outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, amnesia, diarrhoea, dysmenorrhoea, endometrial ablation, fatigue, migraine, mood swings, nausea, night sweats, pain, urethral cyst, urethritis, urinary incontinence, uterine leiomyoma, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result of confirmation test- total bilateral occlusion. Lot number: 12420991 manufacture date:2009/11 expiration date:2012/07. Lot number: 20214172 manufacture date:2009/09 expiration date:2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event: skene's gland cysts/infections is splitted as skenitis and skene's duct cyst. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') and endometrial ablation ('ablation') in a 29-year-old female patient who had essure (batch no. 12420991, 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, bladder sling procedure and obesity. Current weight 190 lbs. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2010. Concurrent conditions included neck surgery. Concomitant products included alprazolam (xanax) from 2015 to 2016, antibiotics from 2010 to 2018, escitalopram oxalate (lexapro) from 2015 to 2016 and fluconazole (diflucan) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary incontinence ("urinary incontinence"), fatigue ("fatigue"), diarrhoea ("diarrhea") and alopecia ("hair loss") and was found to have weight increased ("weight gain "). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), vaginal infection ("vaginal infections"), urogenital disorder ("skene's gland cysts/infections"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss") and pain (" body aches pain"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue, urogenital disorder, alopecia and pain had resolved, the endometrial ablation, dysmenorrhoea, urinary incontinence, mood swings, night sweats, vaginal infection, migraine, nausea, amnesia, uterine leiomyoma and diarrhoea outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, amnesia, diarrhoea, dysmenorrhoea, endometrial ablation, fatigue, migraine, mood swings, nausea, night sweats, pain, urinary incontinence, urogenital disorder, uterine leiomyoma, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result of confirmation test- total bilateral occlusion. Lot number: 12420991, manufacture date:2009/11, expiration date: 2012/07. Lot number: 20214172, manufacture date:2009/09, expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') and endometrial ablation ('ablation') in a (B)(6)-year-old female patient who had essure (batch no. 12420991, 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, bladder sling procedure and obesity. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2010. Concurrent conditions included neck surgery. Concomitant products included alprazolam (xanax) from 2015 to 2016, antibiotics from 2010 to 2018, escitalopram oxalate (lexapro) from 2015 to 2016 and fluconazole (diflucan) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and alopecia ("gastrointestinal or digestive system condition type:hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe:night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), urogenital disorder ("infections (other) describe: skene's gland cysts/infections"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("neurological conditions, or problems type:memory loss") and pain ("pain: body aches pain"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition-uterine fibroids"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue, urogenital disorder, alopecia and pain had resolved, the endometrial ablation, dysmenorrhoea, urinary incontinence, mood swings, night sweats, vaginal infection, migraine, nausea, amnesia, uterine leiomyoma and diarrhoea outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, amnesia, diarrhoea, dysmenorrhoea, endometrial ablation, fatigue, migraine, mood swings, nausea, night sweats, pain, urinary incontinence, urogenital disorder, uterine leiomyoma, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result of confirmation test- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs was received. Lot number was added. Previously added injury nos was replaced with dysmenorrhea, urinary incontinence, fatigue, mood swings, night sweats, vaginal infections, skene's gland cysts/infections, migraines / headaches, nausea, memory loss, uterine fibroids, weight gain, diarrhea, hair loss, abdominal pain, ablation and body aches pain were added. New reporters were added. Patient demographic was added. Date of insertion was updated. Date of removal was added. Concomitant condition and concomitant drugs were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.